Manufacturer narrative:
The pump was not returned for evaluation, as it was not explanted. A correlation between the device and the reported bleeding could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date is estimated. The device implant in (B)(6) 2014 was reported to have been complicated by the onset of recurrent gi bleeding. Therefore, the event date is estimated as the first day of the month following implant. (B)(4). Approximate age of device ¿ 1 year and 4.5 months (calculated from the date of implant to the last admission date for gi bleeding). The pump was not returned for evaluation, as it was not explanted. No further information was provided. There were no reports received of any lvad or lvad accessory functional issues throughout the patient's duration of support. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient's post-operative course was complicated by previously unreported recurrent gi bleeding events. The patient was recently admitted on (B)(6) 2015 for gi bleeding and refractory ventricular tachycardia. No information regarding treatment for any of the gi bleeding events or the refractory ventricular tachycardia was provided. The patient was discharged home on (B)(6) 2015. The patient reportedly had dark and tarry stools at home post discharge. The patient was readmitted to the hospital several days later due to substernal chest pressure. Ems found the patient to be in ventricular tachycardia and awake but slow to respond. While in the ambulance, the patient apparently became unresponsive and was defibrillated externally. The patient became more alert; however, the ventricular tachycardia recurred in the emergency department and the patient was again defibrillated. The patient expressed the desire for palliative care and was discharged on (B)(6) 2015. The patient expired on (B)(6) 2015 at home on hospice care.